Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint were not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was seen by his physician to have his intestinal tube replaced, but it was discovered that the peg had become imbedded in the stomach wall and it would need to be removed surgically. On (B)(6) 2022, the patient was hospitalized for an unrelated issue and, on (B)(6) 2022, while hospitalized, the peg was surgically removed. There was inflammation noted in the stomach wall and the patient would need to wait six weeks before having new tubing inserted.